Event description:
It was reported that, during patient use, a ht50 ventilator had demand pressure problems. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event. The ht50 manifold assembly was replaced which resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.